Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report an issue with the ez carb feature. Reportedly, when the patient enter an amount of carbohydrate intake, the subject pump will recommend a double the amount of bolus insulin. For example, when the patient put in for 50 grams of carb, the pump will give bolus for 100 grams of carb. Based on the alleged calculation issue, the patient¿s blood glucose reading subsequently went as low as ¿3.0 mmol/l¿ while she had symptoms described as ¿shaky, pale skin, and tingling limbs.¿ at the time of concern, the patient reportedly took food to bring her blood glucose under control. The reporter was instructed to have the patient go on the backup plan. The reported issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported because the patient had low blood glucose readings and symptoms suggestive of hypoglycemia after there was an alleged discrepancy in the ezcarb calculation.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump settings were confirmed in the pump; the insulin to carbohydrate was set to 1 unit : 8 grams. A ezcarb bolus was calculated for 50 grams of carbohydrate at target blood glucose and the pump correctly calculated a bolus of 6.25 units. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.